Manufacturer narrative:
Combination product: yes.

Event description:
The lead didn't capture and threshold was higher than 7.5 v @ 0.4 ms. At the revision the screw didn't correctly come back but it expose itself spontaneously so it was explanted.

Manufacturer narrative:
Combination product: yes. Update april 16, 2025: the lead will not be returned by the hospital, they have likely lost it. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead didn't capture and threshold was higher than 7.5v@0.4ms. At the revision the screw didn't correctly come back but it expose itself spontaneously so it was explanted.